Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2022, it was reported that the infusion set's tubing got detached and this issue occurred with four infusion sets. The site location was patient's abdomen, and the pump was located around the waist. The infusion had been used for few hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.